Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes and the logs from the event were not provided for evaluation. The customer's report was not replicated or confirmed. Retained sample testing and a DHR review found no discrepancies with the electrode pad lot. Several contact attempts were made to the customer to obtain the event electrode pads without success. No faults could be found throught the retained sample evaluation that could explain the customer report no trend is associated with reports of this type.